Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not booting up. Upon troubleshooting fse found that f2 breaker was off and fuse f13 was open and the stent boost display on the mcs was not functioning, identifying an issue with the display itself. To resolve the issue, fse replaced both fuse and stent boost display. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.